Event description:
It was reported that the procedure was to treat an unknown lesion. After the 2.75x38 mm xience xpedition stent delivery system (sds) was advanced to the lesion, it was observed on angiography that there was no stent implant on the balloon. The sds was retracted from the patient without issue. The stent was found on the stylet inside the protective sheath. There was no resistance felt during removal of the protective sheath. It was felt that the stent may not have been securely crimped on the balloon. A new sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was returned dislodged from the balloon. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.

Event description:
Subsequent to the previously filed medwatch report, new information provided as follows: the lesion was located in the proximal obtuse marginal and was a chronic totally occluded lesion.

Manufacturer narrative:
(B)(4). Failure inspect stent prior to use. Concomitant products: guide wire: pt2. Guide cath: clg 3.5. Sheath: 6fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.